Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis ==> three pictures were provided. Pictures provided shows tissue with a staple line over buttressing material. Missing staples are noted along the staple line. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a lap sleeve gastrectomy, the nurse reported that the surgeon noticed on the third firing that some of the staples appeared to be missing on the inner row. Reviewed all firings and noticed intial reload and 3rd reload firing has staples missing. No other issues with the staple line noted by surgeon or nurse. No variation noted in firing noise, sequence or tactile feedback. Patient outcome: no variance from usual recovery. A 2 minutes delay. No ae to the patient. Continued to use device and further gst60g.